Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The caregiver (cg) stated the home patient (hp) had a clamp closed on the patient line. The tsr explained both alarms to the cg. The cg cycled power and would restart with new supplies. The hc was operational. The patient was either connected at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(4) 2012 in regards to a system error 2240/2367 alarm and she said he was able to resume therapy after starting over with new supplies. She said though that it was nothing wrong with any of the supplies. She did not have a sample or lot number available. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.